Event description:
It was reported that (2) ems were used during a laparoscopic burch procedure. It was reported by the rep that the surgeon was using device to staple mesh cooper's when one device, after being fired ten consecutive times, ran out of staples. The other unit, did not form staples properly. This inconsistency has occurred frequently over the last four weeks. Opened another device to complete the case. There was no consequence to pt.